Manufacturer narrative:
The reported events of increased pacing threshold and increased pacing impedance were not confirmed. As received, only the distal portion of the lead was returned in one piece. Visual and x-ray examination of the lead portion did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Impedance testing could not be performed as only a partial lead was received for analysis.

Event description:
It was reported that during an in-clinic follow-up, there was an increase in pacing threshold and an increase in pacing impedance on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.